Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was continuously inaccurate after performing the load sequence. There was no impact to the customer&#38112;blood glucose level. Review of pump data by tandem technical support indicated that the fill estimate was accurate. Customer declined to troubleshoot the issue further.